Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the aligners were not fitting properly and causing some pain/discomfort when wearing. One of the molars may be chipped from wearing the aligners and wants to stop treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.